Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements were normal during intraoperative testing. After wound closure affected channels were seen. The surgeon replaced the implant intraoperatively.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements during implantation surgery showed short circuits on all channels, which might be related to an air bubble above the reference electrode. Review of DHR records confirmed that the device was released according to specifications. The concerned device was not used and a back-up device was implanted successfully. The device has not been received for investigation yet.

Event description:
In situ measurements were normal during intraoperative testing. After wound closure affected channels were seen. The surgeon replaced the implant intraoperatively.

Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements during implantation surgery showed short circuits on all channels, which might be related to an air bubble above the reference electrode. Review of DHR records confirmed that the device was released according to specifications. During device investigation minor damage in the active electrode array was found, which is likely related to explantation or multiple insertion attempts. The concerned device was not used and a back-up device was implanted successfully. This is a final report.

Event description:
In situ measurements were normal during intraoperative testing. After wound closure affected channels were seen. The surgeon replaced the implant intraoperatively.